Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received and analysis of the returned device, a conclusive cause for the reported failure to advance could not be determined. Factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. In this case, it is possible the device may have interacted with the moderately calcified, moderately tortuous lesion during advancement, resulting in the reported failure to advance; however, this cannot be confirmed. In addition, it was reported that the procedure was to treat a dissection. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, instructions for use states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. It is unknown if the IFU deviation directly caused or contributed to the reported event. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code:1494 indication for use.

Event description:
It was reported the procedure was to treat a moderately calcified and tortuous lesion in the left circumflex artery. The 3.50x16mm rx graftmaster stent delivery system (sds) was advanced to cover a dissection however failed to cross the lesion after several attempts. The sds was removed and the procedure completed with another graftmaster. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a moderately calcified and tortuous lesion in the left circumflex artery. The 3.50x16mm rx graftmaster stent delivery system (sds) was advanced to cover a perforation however failed to cross the lesion after several attempts. The sds was removed and the procedure completed with another graftmaster. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.